Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that every time after the customer changed the site, and the first bolus was delivered, an occlusion alarm occurred. Reportedly, this had occurred since the customer started pump therapy. There was no impact to the customer's blood glucose (bg) level for the past events. However, the customer reported a bg level of 370 mg/dl during the most recent event. The bg level was addressed with a manual injection. Reportedly, the customer believed the site may have been inserted into muscle tissue. Tandem's technical support recommended for the customer to discuss with a healthcare provider regarding another infusion set cannula length. All the supplies were changed and no occlusion alarm occurred.